Manufacturer narrative:
The machine was taken out of service once the customer was informed of the death, however the machine was used after the event and functioned normally. Information received from donors brother informed the facility that the death was due to a heart attack. Due to the timing of the incident and the time of death, the machine was not inspected.

Event description:
On (B)(6) 2020, haemonetics was informed by the customer of a donor death following a successful plasma donation on a pcs2 plasma collection system. The donor left in good health following the completion of the donation procedure. No medical interventions were necessary. The donor died 10 days after the donation.